Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the pt began treatment for peritonitis with injection (inj) reflin,1 gram (frequency and route of administration not reported), inj tobraneg, 40 mg, (frequency and route of administration not reported) and heparin, 1000 iu-international units, three times daily (route of administration not reported) for peritonitis. On an unreported date, the patient¿s fluid was clear. It was unknown whether the pt recovered from the peritonitis event. Additional information was is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.